Event description:
The customer stated falsely elevated hemoglobin results generated on the alinity hq analyzer for a 78-year-old female patient who was tested at another hospital and obtained a lower result. The physician questioned the elevated results as the patient has not had any treatment. The following data was provided: on (B)(6) 2024, sid: (B)(6), seq#: 852059, (B)(6) hgb = 8.52 g/dl, on (B)(6) 2024, sid: (B)(6), seq#: 853963, (B)(6) hgb = 8.69 g/dl, on (B)(6) 2024, hgb result from another hospital = 6.7 g/dl. Patient¿s previous results: on (B)(6) 2024, sid: (B)(6), seq#: 850427, (B)(6) hgb = 6.81 g/dl, on (B)(6) 2024, sid: (B)(6), seq#: 850491, (B)(6) hgb = 6.93 g/dl. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and determined that alignment between the customer's alinity hq modules contributed to the complaint issue. This was addressed by the fsr which resolved the issue. A review of tracking and trending of the product list number and complaint activity did not identify any trends for the alinity hq instrument with regards to the current issue. The device history record was reviewed, and no non-conformance's were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity hq processing module, serial number: (B)(6), was identified.

Event description:
The customer stated falsely elevated hemoglobin results generated on the alinity hq analyzer for a 78-year-old female patient who was tested at another hospital and obtained a lower result. The physician questioned the elevated results as the patient has not had any treatment. The following data was provided: (B)(6)2024 sid (B)(6) seq#(B)(4) (hq00754) hgb = 8.52 g/dl. (B)(6)2024 sid(B)(6) seq#(B)(4) (hq00818) hgb = 8.69 g/dl. (B)(6)2024 hgb result from another hospital = 6.7 g/dl. Patient¿s previous results: (B)(6)2024 sid (B)(6) seq#(B)(4) (hq00754) hgb = 6.81 g/dl. (B)(6)2024 sid (B)(6) seq#(B)(4) (hq00754) hgb = 6.93 g/dl. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.